Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted

Event description:
It was reported the ar-3355-2730 scope is damaged. Additional information on 7/21/2021: it was reported by the sales rep, that during an ankle procedure on (B)(6) 2021 with dr. Hull. The surgeon was using ar-3355-2730 c-mount 2.7 scope, after insertion, the shaft broke when the surgeon was trying to look deep inside the ankle joint, under the talus. The broken piece was removed. The case was completed using a back up ar-3355-2730 c-mount 2.7 scope.